Manufacturer narrative:
Hill-rom technical support suggested isolating the side rails and the hilow columns. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if he facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head hilow will self-run to the up position. The bed was located in the shop at the account. There was no patient/user injury reported. (B)(4).